Manufacturer narrative:
Continuation of medical devices: addr01 ipg implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and it was oversensing noise. The ra lead was capped and r eplaced. No patient complications have been reported as a result of this event.